Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that OEM ss 20mm vented vial access device was missing the air filter. The following information was provided by the initial reporter: material no:oe0420r batch no: 8206 it was reported the device had no air filter.

Event description:
It was reported that OEM ss 20mm vented vial access device was missing the air filter. The following information was provided by the initial reporter: material no: oe0420r, batch no: 8206. It was reported the device had no air filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08/14/2020. Investigation conclusion: a review of the device history record was performed: bd product model: oe0420r. Reported lot number: 8206. No qn¿s during this lot manufacturing. The product reported was manufactured at a supplier site. Therefore, a formal investigation was requested to the supplier. According to the supplier investigation a device history record was performed and no issues during the manufacturing of the reported lots were identified. During the investigation, the following was concluded: a review of returned implicated sample along with customer supplied information was performed. Examination of the implicated sample under magnification revealed the additional observations: marginal solvent amount was evident on the female luer joint surface; and damage (deformed plastic) was observed at the leading edge of the mating luer. Based on customer feedback, past experience, testing to recreate reported problems, and knowledge of the device, the reported issue could be due to: a manufacturing defect (material assembly and/or integrity of molded pert between luer post and vent filter housing). Inadvertent force applied to the vent housing causing material failure. Yukon has forwarded sample to their manufacturing facility supporting additional investigation, review of applicable process controls and assessment. Yukon will monitor for same or similar issues and take appropriate action. H3 other text : see h10.